Manufacturer narrative:
The microtip was returned on december 12, 2016 and evaluated on december 19, 2016. Visual evaluation confirmed needle separation from the handpiece. The needle was returned alongside the microtip. The sheath on the case nose assembly was pushed backwards making contact with the horn assembly. Damage to the sheath indicates excessive force had been applied to the distal end of the handpiece, as the force required to dislocate the sheath exceeds those the handpiece is exposed to during normal use. Functional testing could not be performed due to the state in which the device was returned. Disassembly inspection found that the hypodermic needle had fractured at the braze joint seam; a portion of needle remains joined inside of the brazed horn. This is the highest stress point along the length of the needle. There was no indication of severe side loading; however pitting and demarcations at the distal end of the hypodermic needle indicate significant contact with the case nose assembly sheath. Contact is inconsistent with normal use; extent of demarcation along the needle indicates aggressive technique as does the damage to the sheath.

Event description:
Per the information provided, during the procedure the needle of the microtip broke at the connection. The doctor noticed it immediately and was able to fully remove the broken piece from the patient. A new microtip was opened and the procedure was completed without difficulty. There was no injury or complication caused to the patient by the reported failure.

Manufacturer narrative:
The device was received for evaluation on (B)(6) 2016. Once evaluation results are available a supplemental MDR will be filed.

Event description:
Per the information provided, during the procedure the needle of the microtip broke at the connection. The doctor noticed it immediately and was able to fully remove the broken piece from the patient. A new microtip was opened and the procedure was completed without difficulty. There was no injury or complication caused to the patient by the reported failure.